Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilators screen was showing a user interface error message. They state this is the second time this occurred but there are no prior reports of the issue. The customer completed the 'blank screen' questionnaire. The issue occurred while they were readying the device for patient use, no patient was on it at the time.

Manufacturer narrative:
Error log shows that there was contact with the display screen during the startup process (cleaning or wiping of the screen). Tactile contact with the screen causes an exception with the interface controller that is reset after restarting the device. No other issues were found on the logs. Perform verification to ensure the device is operating as expected.

Event description:
Additional information received indicates that the customer sent over logs for further investigation.